Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore, a batch review was not performed. Labeling review finds the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) and reported receiving system error 2240 (air in set) alarm on the homechoice (hc) machine. The home patient (hp) had disconnected to take a shower and the patient line was laying on the floor. The hp did not reconnect and will follow up with manual exchange. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient did not report this event to her, however, the patient resumed therapy with no issues. The nurse stated that there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation reported against the baxter product. Therefore, sample evaluation and a batch review will not be conducted.